Event description:
It was reported they had to charge more often than expected. It was noted since (B)(6) 2013 the patient had to recharge more frequently. It was noted they would recharge every other day. It was noted a recharge interval calculation was performed for group b and it showed the recharge interval would be 2.7 days to 25% battery level and 3.6 days to empty based on the patient¿s settings. It was noted there were out of range values at 3.0v. It was stated there was no fall related to the high impedances and the therapy had helped the patient. It was noted there were no low impedance readings. It was stated when they first were implanted they only had to recharge every 4 days. It was noted the settings may have been different at that time. It was further reported the charging frequency was consistent with the estimated time frame based on the settings. It was noted the patient had one open circuit and the extension was changed on the date of the call. It was stated per the physicians request, the implantable neurostimulator (ins) was changed at that time as well. It was noted there was no change in therapy and the open circuit was fixed with the extension change. Additional information received reported the ins would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. Product ID: 64001, lot# n286713, implanted: (B)(6) 2011, product type: adapter. Product ID: 37085-40, serial# (B)(4),implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).